Manufacturer narrative:
Philips investigated this complaint. The system¿s mains power supply and grounding were not installed according to the philips specifications. This allura system is currently being uninstalled and will be replaced for an azurion system, which is planned for(B)(6)2020 . The system is not in use. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It has been reported to philips by a philips field service engineer that the philips allura x-ray system has been installed with main power supply and grounding connections that are not according to philips specifications. In case of a fault with the main, there is a risk of an electric shock to person(s) in contact with the system. No such incident has occurred yet. No harm to patients, users or bystanders has been reported. Philips has initiated an investigation of this complaint.